Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false negative result while running the alinity m hr hpv assay. Patient ID: (B)(6), (testid (B)(4)) was tested on (B)(6) 2026 and had a result of "not detected". The result was questioned by the physician as low-grade cell changes (lsil) were detected. Cell changes are not the same as cancer but may require cancer preventive treatment if persistent changes and/or hpv infection occur. Microscopic findings indicate probable hpv-transformed cells. There is currently no impact to patient management as follow up is performed due to cytology result. Sample was sent for additional testing with alternative pcr method. Sample was sent for additional testing on an alternative pcr method. (B)(6) resulted hpv51 and hpv68 detected with allplex assay. The result with the allplex assay showed a very low viral load for these genotypes. Customer suspects that it was below the limit of detection (lod) of the alinity assay. There was no report of impact to patient management.